Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient with an implantable pump containing unknown morphine for spinal pain in dications. It was reported that patient stated that they had an infection in the wound where they put the pump and they have to take the pump out and put a brand-new pump in on the other side of his body on tuesday. 72 hours after they took the bandage off, they had a rash above the incision. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from a healthcare provider and consumer regarding a patient via company representative with an implantable pump containing morphine (12.5 mg/ml at 6.299). It was reported that the patient was having a wound post pump replacement that hasn't completely healed since placement. The troubleshooting /diagnostics was to watch the incision. The healthcare provider opted to reposition to new location which may help with proper healing. On (B)(6) 2025, the patient reported that he had recently "bumped" his abdomen/pump site in his home and has done previously as well over the length of his therapy program. The patient reported that the site was red and warm with "thin skin". The physician disconnected at the spinal aspect and connected a new pump catheter piece, 8596sc, and tunneled over to a new pocket site on his abdomen. The physician removed the old pump and catheter. Also, the old pump medication was removed from the old pump in order to determine if the tablet telemetry matched. The pump telemetry anticipated value was 19.4m l and the technician removed 18ml from the pump. After pump replacement the issue was resolved at the time of this report.

Manufacturer narrative:
H3: non-destructive analysis found that there were no anomalies and no further destructive testing was required. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.